Event description:
It was reported that within the last year the right atrial (ra) lead had impedance measurements from less than 200 ohms to 1000 ohms. The lead had high thresholds and a fracture was suspected. A review of the device product performance data indicated that when the lead impedance was low, the p waves were small. During the lead replacement procedure, the physician observed what appeared to be a subclavian crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and indicated the impedance trend on the atrial pacing lead was rising. Atrial pace impedance average of approximately 300 ohms through (B)(6) 2014 then rises up to approximately 900 between (B)(6) 2014 and (B)(6) 2015. Atrial pace impedance steady at 300 ohms except for several drops out of range - 200 ohms) in (B)(6) 2013 and (B)(6) 2014. (B)(4).